Manufacturer narrative:
The pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to perform the basic occlusion, occlusion, or excessive no delivery tests due to the alarm. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked reservoir tube corners, and a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system when attempting to change the infusion set. The customer's blood glucose was 408 mg/dl. While troubleshooting, it was found that the drive support cap was sticking out and that the customer had dropped the insulin pump on the carpet. The customer was advised that the alarm may have occurred when, during seating, the force sensor did not detect the reservoir. The customer was advised that their insulin pump needed to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per healthcare provider's instructions. The customer was informed the device would be replaced. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.